Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the cable being pulled from the strain relief, causing the pulse wire to break from the solder connection. The root cause for the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.